Event description:
It was reported that during a laparoscopic abdominoperineal resection procedure, the device with a gray reload misfired on the second reload on mesentery. There was an audible slowing down of the motor and a crunch heard. The device was not fully able to be opened so the device was pulled out with the 12mm trocar. The tech attempted to open the device after it was extracted from the patient and only then did it sound like it fully fired and the jaws opened. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one psee60a device was returned with the anvil bent upwards. Furthermore, the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing sequence and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. An ecr60m cartridge was received loaded on the device fully fired and with damage on cartridge deck and some drivers. Upon further inspection, the knife was noted to be jammed resulting in the device not to open. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and b-formed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. Additionally, the knife wing was noted to be damaged. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not being able to be opened.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the instrument fired across or near an existing staple line or clip? Yes, second fire across mesentery towards bowel. What troubleshooting steps were taken to open the device? Reverse button pressed in attempt to return knife blade unsuccessful. Will the cartridge be returned with the device? Yes, ecr60m returned with psee60a.